Manufacturer narrative:
Pump monitored for several days. Unit received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime, compromised forced sensor system test, excessive no delivery test and displacement test. No excessive no delivery, occlusion alarm noted. No unexpected battery power loss anomalies noted. Pump received with cracked reservoir tube lip and cracked battery tube threads. The test infusion set and reservoir does lock into place. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump shut off and gave multiple insulin flow block alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.